Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient stated they went to see their healthcare provider this morning because they were experiencing severe shocks from the stimulator. The patient reported speaking with the same manufacturer representative who assisted them previously, and although the therapy was turned off, they continued to experience shocks. The patient mentioned they were advised to go to the ER. They described waiting at the office for 2.5 hours, surrounded by other sick patients, and were told it would be another two hours before they could be seen, so they decided to leave because they could not afford to get sick. The patient asked if they should turn the system back on. The agent recommended keeping it off as per the healthcare provider's instructions. The situation was reviewed, and the patient was redirected to their healthcare provider for further assistance. The issue was not resolved through troubleshooting. The patient also mentioned they had not fallen or sustained any trauma.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that device turned off. Shocking sensation was not due to nerve stimulator. Hcp stated patient has spine problems.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.